Event description:
The nursing staff recently reported problems with the latex exam gloves sticking together, making them difficult to remove from the box and difficult to don because the fingers of the gloves are stuck closed.